Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump stopped working. The customer reported not being able to rewind the insulin pump and that the keys on the insulin pump would not allow him to fill the tubing. The customer's health care professional brought the customer insulin and customer was able to treat the blood glucose. The customer's blood glucose was 351 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.